Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that the device was being used to drain an abdominal abscess. The device was in place for 2 days, but the locking hub separated from the catheter shaft at the flare connection. It was only connected to the tubing by the string. A new drainage catheter was opened and used to complete the procedure. The initial reporter did not report any additional procedures or adverse effects as a result of this product issue. New information received by the dm on (B)(6) 2015 via phone conversation: the hub broke 2 to 3 days after placement.